Manufacturer narrative:
(B)(4).

Event description:
It was lap. Lar procedure. The dlu was not fired so or nurse opened new reload and body to finish op. The patient did not get injured. No further complicated was reported. The surgery was not extended by more than 30 minutes.